Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion (dso) seal. Functional test couldn't be fully performed due to a custom security code - no problems found. The dso seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that there was a non-compliant following on-site inspection. The event occurred during testing, there was no patient involvement. Device analysis found a damaged downstream occlusion seal.